Event description:
In 2006, nellcor received a report where it was claimed that small pieces broke off the inner cannula locking ring, while in use on a pt. The caller is reporting two occurrences.

Manufacturer narrative:
The pt associated to this report was not following nellcors instructions for use or cleaning instructions referenced in the directions for use. The device associated to this report was being cleaned with alcohol then soaked in peroxide. The customer also indicated that the device had been rotated in and out of the pt for about 3 to 5 months. Nellcors directions for use indicate the following: recommended use. Caution: the shiley tracheostomy tube is classified as a disposable medical device. The MFR recommends that the tracheostomy tube usage not exceed twenty- nine (29) days. Frequent and routine changes of the tracheostomy tube and accessories are recommended and should be evaluated by the attending physician. Cleaning, warnings: do not use solutions or chemical agents other than those recommended in the table below to clean any part of the tracheostomy tube, as this may result in tube damage. Do not soak any part of the tube in hydrogen peroxide or any other solution.